Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the medications were not crossing over to all the stations. A technical support specialist connected to the database server and application server, confirmed server and station communication and synchronization, verified inventory of the medication accuracy. The tss restarted external messaging services, maintenance services, and application pools. The tss then determined the root cause to be backed-up hl7 messages on the med connect vendor side, which were cleared to restore correct medication counts, with the customer confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all the medications were not crossing over to all station. Customer stated that all messages from medconnect to pyxis were not recognized. Patients were visible on the station, but when they printed a label to load a medication, the medications were already loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.